Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was not able to take off the plunger on one of the reservoirs. Customer also had a problem during priming and the piston slowed down when it reached the reservoir. During the filling, only 1 unit was needed to fill the tubing. Customer reviewed the filling of the reservoir technique and no issues were found. Customer stated that he performed the auto test and passed. Customer was advised to call back if any further issues occur. Customer was advised that 2 reservoirs will be replaced.